Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the insulin pump did alarm no delivery, which lead to the customer's admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.